Event description:
It was reported that the patient contacted technical services (ts) and notified them that she received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while her partner was installing entertainment equipment in the car. The patient noted the car was behaving abnormally at the time of installation and shock, indicating that the lights were flashing. Ts hypothesized the possibility that there may have been an electrical malfunction in the car present. The patient was inquiring if muscular pain was common in the upper body post shock. The patient was unwilling to provide any further details beyond their first name and the model number of their device. Ts advised to contact a hospital or following physician. The patient did note that the hospital was contacted, however did not have any equipment available or experience with interrogating devices. The patient also indicated their following physician is not experienced in medical devices. Ts discussed the s-ICD patient website where they could find a local physician and suggested immediate device interrogation. Due to the lack of information provided by the patient, including location or following physician, no further information will be able to be determined or available.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.